Event description:
It was reported that the procedure on (B)(6) 2010 was to treat a lesion located in an unspecified vessel during which a promus stent were deployed. On (B)(6) 2013, it was reported that the patient had experienced a myocardial infarction with recurrent ischemic symptoms lasting 10 minutes or longer. The results of cardiac enzymes and repeat angiography are unknown. Cardiac catheterization was performed and then on (B)(6) 2013 coronary artery bypass graft (CABG) was performed. No additional information was provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies and the device was not returned for analysis. The reported patient effects of ischemia and myocardial infarction are listed in the promus everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.